Event description:
Baxter IV pump equipment ID (B)(4) pump programed to infuse propofol at 21 mcg/kg/min= 6.7 ml/hr. Pump states 24 ml was delivered but propofol bottle was still full, nurse states pt was not adequately sedated and could potentially have self extubated causing harm to the pt. FDA safety report ID # (B)(4).